Event description:
A spinal needle for hip injection advanced into articular space of right hip, upon attempted injection of medication through the needle it was discovered that the needle had an occlusion which prevented the injection of medication. A second needle was then opened and used with no complications.